Manufacturer narrative:
Radiographs were received confirming the event. A revision surgery date has not been confirmed. The device has not been returned for further investigation. Review of the device history records for this lot and similar events notes no material non-conformances or manufacturing errors that may have caused or contributed to this failure mode. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." Product not returned.

Event description:
A (B)(6) year old male underwent a c6-7 discectomy and bilateral foraminotomy, receiving a cervical disc arthroplasty device. It was noted 3 months postoperative that the device migrated approximately 3mm in the anterior direction.